Event description:
The customer called to report that the insulin pump delivered boluses that he did not recall programming. The customer was not feeling well at the time of the call, and his blood glucose reading was 118 mg/dl. Advised the customer to monitor the insulin pump and his blood glucose levels, and seek medical assistance if needed. The customer's blood glucose levels had gone up to 132 mg/dl later in the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.